Event description:
The event is reported as: complaint alleges: product label indicates a size 8.5mm et tube inside the package, however inside the package was a size 8.0mm et tube. The hospital has not used this product on a pt. No pt injury reported.

Manufacturer narrative:
Sample rec'd by MFR, but investigation is incomplete at time of this report.